Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer's mother stated that she and the customer were having trouble with the infusion set. The blood glucose reading was 286 mg/dl, which was treated with a manual injection. The caller requested return of the reservoir and infusion set for analysis. She stated that the customer was unable to troubleshoot at the time of the call. The cause of the issue was unable to be determined. The customer's mother stated that the customer had already done a third infusion set change, and the no delivery alarm persisted. She declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.